Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels up to 500 mg/dl. The customer reported that the high blood glucose levels occurred for over one month leading up to the call. The customer also reported that she had some swelling as a result of the elevated blood glucose levels. Blood glucose level at the time of the incident was 200 mg/dl. Blood glucose level at the time of the call was 380 mg/dl. The customer reported that she had recently been hospitalized due to edema. Blood glucose level at the time of the hospitalization was over 250 mg/dl. Troubleshooting was not completed, but did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.